Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken, wherein the entire system was explanted.

Event description:
Related manufacturer reference number 3006705815-2021-04512. Related manufacturer reference number 3006705815-2021-04513. It was reported that patient was unable to set the ipg into MRI mode. System diagnostics recorded high impedance on one lead contact. Surgical intervention may take place to address the issue.